Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable error 31221 occurred. The site restarted the system, but the issue remained. An intuitive tech support engineer (tse) had the site do a hard restart and had to disable one of the arms by holding the port clutch button and restarting the system. The site was not able to disable the arm. The procedure was able to be completed laparoscopically with no reported injury.

Manufacturer narrative:
The field service engineer (fse) replaced the universal power distributor (udp) due to the errors. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced universal power distributor (upd) was analyzed, and the reported non-recoverable fault was confirmed by failure analysis. The upd triggered error 31221 when placed on an in-house system. The hardware high side switch fault field programmable gate array (fpga) logic detected a fatal loss of power. Failure analysis verified the failure with swapping back the gold unit.